Manufacturer narrative:
The reported failure of cell undervoltage is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, the service technician observed cell undervoltage error code e210 (err_tda_cell_under_voltage_int_battery_log _only) in the error log. This error is generated from a battery cell under-voltage inside the battery pack. No documentation of a replaced component to address the issue. Additionally, the 43 micron filter was missing and will need to be added, the blower needs replaced, the machine flow sensor was missing. The maintenance label and pollen air filter need to be replaced for preventive maintenance. No parts will be replaced; the device will be scrapped as per customer request.